Event description:
A nurse reported that a heat pack got cold instead of hot when she attempted to activate it for patient use. The nurse squeezed the heat pack with her hand to rupture the inner bag and activate the heating chemicals. She then shook the bag to mix the contents and noticed that the bag became cold like a cold pack instead of warm like a warm pack. After approximately 1 minute, the pack was still cold like a cold pack. She discarded the device and obtained another heat pack. The second heat pack was activated and became warm as expected. The warm and cold packs are both stored in the same area, but are separated by one shelf space and are diagonal from one another. In addition to being in different locations, the warm packs have bright red printing and the cold packs have bright blue printing on them. The warm packs have a slick outer covering while the cold packs have a softer fabric-like feel to them. The rn is confident that she had activated a warm pack in this event and recalls checking the device once it got cold to be sure that it was in fact a warm pack she had activated. No other staff have reported this finding and we have not had this experience with this device, including those on the shelf in that unit from the same lot number. The nurse reports that there were no visualized defects in the warm pack either before or after activating it. The warm and cold packs are stored in wall bins in a temperature controlled, secured room.